Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 3.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 2 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications and the patient was in good condition.